Event description:
Additional information received reported that the patient was still having concerns with her device or therapy. The patient had an a ppointment on (B)(6), and had an appointment scheduled for (B)(6) to replace her battery.

Event description:
Additional information indicated the cause of the event was a dead battery. Patient did not feel any stimulation. There were no abnormal impedance measurements. A revision and replacement of the ins and lead occurred on (B)(6) 2012. Patient recovered without sequela and no hospitalization was needed.

Manufacturer narrative:
Product ID 3093-28, lot# v496047, implanted: 2010-(B)(6), product typ lead. (B)(4).

Event description:
It was reported the patient's device was in a power on reset condition (por). It was stated the patient noticed the message on (B)(6) 2012. It was stated the patient had been having issues with symptom control for approximately a month prior to report. It was stated it had been more than one year since the patient had their device checked. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.